Event description:
Resident was placed on air mattress 4 days prior to incident as part of a treatment plan for pressure ulcers on resident's back. Resident had been on the mattress for 4 days without incident. On (B)(6) 2014 at 5:10pm resident could be heard yelling out for help. When staff entered room, resident was found on floor with mattress laying upside down on top of him. Resident was taken to emergency dept where he received sutures to a laceration to his forehead and surgical adhesive to a laceration on his chin. He also sustained abrasions to his knees and a large skin tear to his right elbow. Straps that held the powerturn elite mattress to the bed frame separated from the powerturn elite mattress.